Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2014-01005 and 1225714-2014-01006. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The additional info received noted that the pt's experience was sudden in nature and the pt expired two days later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2014-01005 and 1225714-2014-01006. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt's experience was sudden in nature and the pt expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products and associated with mdrs # 1225714-2014-01055 and 1225714-2014-01006.